Event description:
It was reported that the pump stopped for no apparent reason, but no additional information was available about the incident. There was no reported impact to the customer's blood glucose level. Technical support did not find any unexpected resets or alarms when reviewing the pump's history, indicating normal operation, and is awaiting the pump's return for further inspection.